Manufacturer narrative:
The patient was not injured as a result of this alleged event. Device not available

Event description:
It has been alleged that the stretcher would not lock and when the staff members went to transfer the patient, the stretcher rolled resulting in a patient fall.

Event description:
It has been alleged that the stretcher would not lock and when the staff members went to transfer the patient, the stretcher rolled resulting in a patient fall. Further information has not been provided.